Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported by the next of kin that the customer received emergency medical assistance due to unknown blood glucose issues on (B)(6) 2018 with unknown blood glucose levels at the time of the incident. The customer had been seen sleeping though a window on (B)(6) 2018 by a friend. The customer experienced symptoms such as coma. The customer was wearing the insulin pump during the incident. It is unknown if the auto mode on the insulin pump was active and automatically adjusting insulin delivery during the event. Troubleshooting was not completed as the pump was unavailable at the time of the call. The customer was being transferred to hospice care and is not expected to live much longer. The insulin pump will not be returned for analysis.